Manufacturer narrative:
(B)(4). Constant pump error alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarms. Insulin pump passed self test. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.